Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the error code 139 issue, the fse replaced power management board. The fse also replaced the vacuum regulator as it was missing and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and performed the pm. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part_edm with a reported unit failure of the unit not powering off without removing all power sources.the fat performed a visual inspection and found the part to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the device would automatically turn on and not power off.sending the board to the supplier for failure analysis per procedure.the following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated: 1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 4.7.2.2.1.b slot 1 under voltage circuit (tp 67) 3. Perform troubleshooting on the board - found q33, q34 low impedence probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h6 (investigation findings, component codes, investigation conclusions), h11. Corrected fields: g6 (type of investigation). A getinge field service engineer (fse) when arrived, found that the biomed had started using some of the parts for repairs on other units. When inspected the unit. Fse had to replace the vacuum regulator (0103-00-0633) and tubing nipple (0103-00-0505) that had been removed. Then looked at the unit and found that the error code 139 indicated that the power management board (0670-00-1162) was not communicating with the system correctly. There was no patient involvement. Then able to test the unit. After testing the unit, found that the unit would not power off unless all power was removed form the unit, a/c, and batteries. Then replaced the power management pcb. After this, was able complete all testing and complete the pm on service order 44908593 with checklist, attached. The unit would power on and off correctly. The unit was allowed to recharge overnight and returned to user.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit would not power on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).